Manufacturer narrative:
(B)(6). PMA / 510(k)#: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the spring was detached with a bd ultrasafe¿ x100l png clear secure tab. The following information was provided by the initial reporter: according to the complaint description, the spring of 1 syringe detached (got loose) before administration of the product.

Event description:
It was reported that the spring was detached with a bd ultrasafe¿ x100l png clear secure tab. The following information was provided by the initial reporter: according to the complaint description, the spring of 1 syringe detached (got loose) before administration of the product.

Manufacturer narrative:
Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.